Event description:
The manufacturer received info alleging a "service required" alarm condition occurred while a ventilator was in use. There was no pt harm or injury reported.

Manufacturer narrative:
The ventilator was evaluated and the customer's complaint was confirmed. The device's sensor board was replaced to address the malfunction. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed. This report is being filed as part of the retrospective complaint records review for MDR reportable malfunctions, to address FDA warning letter (B)(4).